Manufacturer narrative:
Insulin pump had an intermittent button response, due to moisture damage on keypad trace. No button error alarm. Insulin pump had minor scratches on lcd window, cracked caser near display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip. No moisture damage on electronic assembly.

Event description:
Customer reported a button error on her insulin pump. Customer's blood glucose is 114 mg/dl. Customer was at the beach. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.